Event description:
Permanent cautery spatula instrument broke inside of patient. A small plastic piece broke off and we were able to locate and remove it from the abdomen. Instrument was removed from service.